Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The complainants report pieces of stopper observed in vials after the bd filter needle pierce the stopper. Material: 305211 batch#: 3299629.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating potential stopper coring. To support the investigation, four samples without packaging blisters and three accompanying photographs were submitted for evaluation by the quality team. A visual inspection was conducted using 30x magnification. Two of the samples were found to be missing plastic shields. No damage, defective grinding, or hook anomalies were observed. The bevels and etching appeared to be within acceptable standards. The submitted photographs depicted a needle hub, a needle inserted into a vial stopper, and a gray-colored particle. However, no additional insights could be derived from the images. A device history record (DHR) review was completed for material number 305211, lot 3299629. The review did not identify any quality issues during the production of this lot that could be linked to the reported condition. Additionally, no related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the analysis of the returned samples and the findings from the investigation, the reported issue could not be confirmed.